Event description:
It was reported that during a liver surgery, the top of the standard tip cracked and broke. The product was in contact with the pt. During the replacement of the tip, the pt lost some blood. Replacing the tip did not significantly delay the procedure. The procedure was completed with a new tip. Add¿l clinical info has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident is being returned for eval. An investigation has been initiated based upon the reported info.